Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Concomitant medical products: 12mm cr std art surface; p/n: unk, l/n: 484680, size 60 right cr femur; p/n: unk, l/n: unk, size 63 finned tibia; p/n: unk, l/n: unk, 31mm patella; p/n: unk, l/n: unk. Foreign: (B)(4). Customer has not indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location is unknown.

Event description:
It was reported a patient underwent a revision procedure seven years post-implantation due to poly wear and subluxation. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned tibial bearing confirmed the reported event as excessive wear on the posterior medial side was identified. Additional wear was also seen on the posterior lateral side and the bearing shows signs of delamination and material fragments breaking off. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.